Event description:
During a laparoscopic cholecystectomy procedure, the clips did not hold and fell from the cystic artery. Four hours post-operatively, the pt suffered internal abdominal hemmorrhage. Four units of blood was transfused. The surgeon re-ligated the cystic artery.